Event description:
Patient showed increasing symptoms of spasticity physician assumed withdrawal due to pump-failiure (motor-function). The pump failure was unconfirmed with the hcp questioning a pocket fill. During refill the physician aspirated 15ml instead of the calculated 1ml. The intrathecal catheter was checked with contrast medium and seemed to be ok. Pump was filled again with 18ml. After one week, the same volume (18ml) was aspirated. Normally the patient got a new refill every 20 days (18ml, used drug: lioresal: 200mg/ml).